Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed to power on via battery power. The device successfully powered on via ac power. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The malfunction was duplicated and attributed to a faulty inductor on the battery interconnect board. Analysis for reports of this type has not identified an increase in trend.